Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. The target lesion was located in the left iliac vein. In (B)(6) 2013, a 20x80/10fr uni plus 75cm wallstent endoprosthesis was implanted. In (B)(6) 2014, the wallstent was noted to be restenosed. A 16-4/5.8/120 xxl esophageal balloon catheter was used to dilate the previously implanted wallstent. During inflation, at 24 atmospheres, the balloon ruptured before reaching the required diameter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.